Event description:
The impedance was high and out of range. The lead was explanted and replaced. During the procedure, an insulation defect was observed on the lead under the ICD header. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance test was not able to be performed due to the condition of the lead. Visual analysis found the connector boot insulation separated from the is 4 molded connector consistent with procedural damage. Impressions from the device spring connectors were observed in the region of the molded connector assembly where the seal rings between the connectors would normally fall. This may indicate the connector was not fully inserted into the device leading to the spring connectors not making electrical contact with the lead connector rings resulting in a high impedance connection. The reported event of high impedance could not be conclusively determined. The reported event of insulation damage was confirmed and consistent with procedure damage.